Event description:
It was reported that relion® insulin syringe needles were short and would not draw. This was discovered during use. The following information was provided by the initial reporter: material no. 328509, batch no. 9210536. It was reported that needles were shorter than others although the bag and box have the same lot and product information. Also reported needles bent and two needles will not draw.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9210536. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837053] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe needles were short and would not draw. This was discovered during use. The following information was provided by the initial reporter: material no. 328509 batch no. 9210536. It was reported that needles were shorter than others although the bag and box have the same lot and product information. Also reported needles bent and two needles will not draw.